Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One battery was exchanged and returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. During testing, the battery exhibited a high max error that could have been caused by inconsistent patterns of use, i.e. Not allowing the battery to discharge below 25% charge capacity. However, this behavior could not be conclusively determined due to log files not being available. The led on the battery charger (newer version) turned red when this battery was connected to it, since it recognized the high max error exhibited by the battery. The confirmed malfunction is related to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause of the reported event is a faulty internal cell pair, which caused the calibration to be outside the nominal range resulting in a high max error that contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth.

Event description:
It was reported from (B)(6) by the technical coordinator that when the battery was connected to the battery charger, the "status" light was flashing red. No log files are available because the patient was at home. There were no effects on the patient. The battery was replaced and returned to heartware for evaluation.